Event description:
Per the clinic, the patient experienced recurrent infection and skin overgrowth on the abutment and subsequently, the abutment was removed on (B)(6) 2026. A transcutaneous osia implant system was then placed on the internal fixture on (B)(6) 2026.